Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was unable to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 legacy had failed and was off the bus. A field service engineer (fse) concluded that the issue might have been within the mother of all boards (moab). After several tests, the fse identified that the fuse attached to the moab had failed, which caused random pockets in the drawer to malfunction. The moab was removed from the drawer, cleaned with alcohol, and removed any contaminants that were in the tray loosely. The faulty fuse was then replaced; all connections were reconnected for bootup to resolve the issue. The system functioned as intended after the field service engineer repaired the device.